Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: d4 (primary UDI number) h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Patient details: (B)(6). Device history review part # cui8060s lot # 144259 supplier: (B)(4) batch1: lot qty of (B)(4) unit 01 were released on 15 jul 2024 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(4). Clinical adverse event received for cervical radiculopathy, device and procedure (relatedness), device related: not related, procedure related: casual relationship, date of event: 3 sep 2025, date of implant: on (B)(6) 2024, date of revision: no information provided, device location: c3-c4, c4-c5, c5-c6, c6-c7. Treatment/impact: required in-patient hospitalization or prolongation of existing hospitalization: yes, extending posterior fusion down to t2 posteriorly, MRI confirmed ongoing foraminal stenosis worse at c4-5 and c5-6.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a1: patient ID reported as (B)(6). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: event details: event date: 3 sep 2025 alert date: (B)(6) 2025. Event occurred: country of event: united states operative location: cervical procedure: open date of procedure: (B)(6) 2024 levels treated: c2-c3:no,c3-c4:yes,c4-c5:yes,c5-c6:yes,c6-c7:yes,c7-t1:no, event description: cervical radiculopathy. Patient details see attached email. Additional event details adverse event term: cervical radiculopathy is this a worsening of an existing event?: no severity: moderate is the adverse event serious? : yes death: no. A life-threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: yes , admission date: (B)(6) 2025 discharge date: (B)(6) 2025 resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: yes led to a fetal distress, fetal death or a congenital abnormality or birth defect: no chronic disease: no relationship to study device: not related relationship to primary study procedure: causal relationship if the event is serious and device or procedure related, according to the definition documented in the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: yes, outcome: recovering/resolving, end date: blank. Did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form.: no intervention/treatment (mark 'none/observation' or all that apply.) None/observation: no diagnostic intervention: yes specify: MRI confirmed ongoing foraminal stenosis worse at c4-5 and c5-6 rehabilitation (e.g. Pt/ot): yes, injected medication: yes specify: - hydromorphone (dilaudid) injection aspiration: no. Oral/topical medication: yes. Specify: - oxycodone (roxicodone). -diazepam (valium). Other non-surgical treatment: no. Surgical intervention not for the study spine segment: yes. Specify: extending posterior fusion down to t2 posteriorly date of surgical intervention: (B)(6) 2025 surgical intervention for the study spine segment: yes, date of surgical intervention: (B)(6) 2025. Product details: level: c3-c4, cage product code: cui8060s, fibergraft product used: blank, pedicle screws and rods: other, pedicle screws and rods, other specify: screw bone 16mm 3.5mm self drill variable angle plate used: other. Level: c4-c5, cage product code: cui8060s, fibergraft product used: blank, pedicle screws and rods: other, pedicle screws and rods, other specify: screw bone 16mm 3.5mm self drill variable angle 102250016 plate used: other. Level: c5-c6, cage product code: cui8070s, fibergraft product used: blank, pedicle screws and rods: other, pedicle screws and rods, other specify: screw bone 16mm 3.5mm self drill variable angle 102250016 plate used: other. Level: c6-c7, cage product code: cui8070s, fibergraft product used: blank, pedicle screws and rods: other, pedicle screws and rods, other specify: screw bone 16mm 3.5mm self drill variable angle 102250016 plate used: other. Updated: injected medication value "no" has been changed to "yes". Oral/topical medication value "no" has been changed to "yes. Rehabilitation (e.g. Pt/ot) value "no" has been changed to "yes."